Event description:
It was reported the subject device optics is loose. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h5, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely because the coupler unit was worn out, when rotating the scope, it could not be fixed at the intended position. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.